Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was returned for investigation. The probable cause of the issue was a mechanical component failure. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. A complaint history review found similar reports. Functional inspection was performed by inserting the long attachment the backwards into the handpiece and could not be inserted, indicative of a bent drill guide support. A relationship between the device and the reported event could be established. The malfunction is likely due to mechanical component failure from bending of the handpiece drill guide support.

Event description:
It was reported that the handpiece has a bent drill guide. No case involved.